Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the patient was burned.

Manufacturer narrative:
Alleged failure: the burnt skin was cut and sutured. Probable root cause: ¿ use error ¿ simultaneously used with hf surgical equipment. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The device manufacture date is not known.

Event description:
It was reported that the patient was burned.